Manufacturer narrative:
Concomitant medical products: 50ml hospira bag ndc (B)(4), lot 92-314-kl exp 1feb 2020 magnesium sulfate 2g; 500ml baxter bag ndc (B)(4), lot v18h09h exp feb20 0.9% sodium chloride injection. Patient was an adult. The customer¿s report that the entire male luer (including spin collar) separated from the IV tubing was confirmed by visual inspection. The separation was caused by insufficient/lack of solvent at the affected engagement. Dimensional analysis was within specification. The root cause of the insufficient/lack of solvent is attributed to equipment and/or operator error during the manufacturing process.

Event description:
The customer reported that the male luer spin collar cracked or separated from the tubing set during patient use. There was no report of patient harm.